Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that all implants for moved from infected hip. Pinnacle cup, metal on metal liner, 36 metal head, corail collarless stem. All implants removed from infected hip. Implants sent to lab, implanted appropriately 20 years ago. Doi: unknown, dor: (B)(6) 2026, affected side: left hip.